Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive around the light-guide lens had peeled. A root cause could not be identified. Based on the results of the investigation, the definitive cause was not determined. For the peeling of the adhesive, the probable cause was traced to component failure due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope was immersed in water without attaching the water-resistant cap during reprocessing. There were no reports of patient involvement.